Event description:
It was reported the stylus does not track on the programmer screen. Attempts to recalibrate the stylus were unsuccessful. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the stylus does not track on the programmer screen, as a result the display overlay was replaced and calibrated.